Event description:
A customer reported a damaged usb port on their device, which prevented the cable from being inserted and the pump from being charged. There was no reported impact on the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.